Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized on (B)(6) 2020 with diabetic ketoacidosis (dka). The patient was vomiting along with high blood glucose levels of 600 mg/dl. At the first hospital the patient was provided with intravenous therapy. At the second hospital the patient was provided intravenous therapy again and an insulin drip. Patient received tylenol for the headache they had.